Manufacturer narrative:
Analysis confirmed the reported event; touchscreen out of specifications. It was noted the screws were over-torqued. It was also noted there was old software on the programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Event description:
It was reported the touch pen of programmer gives the wrong response and calibration setting was not able to work. The programmer is expected to be returned for service. There was no patient involvement.